Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. For this reason, terumo references evaluation codes. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the elbow to the sampling manifold was cracked and dripped blood. Product was not changed out. Surgery was successful. A 5cc blood loss.